Event description:
A review of service data detected a reportable event. Upon service investigation of electrode belt sn (B)(4) the distribution node to rear therapy electrode cable was detached. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: service investigation of e-belt sn (B)(4) has been completed. Upon service investigation, the electrode belt was unable to be high-pot tested. Upon investigation, the electrode belt cable running from the distribution node to the rear therapy electrode was detached. In addition to the ECG c and d cable was missing. The root cause of the damaged cable and missing cable was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the damaged/missing electrode belt cables. The last patient to use this device did not report any deficiencies.